Event description:
On (B)(6) 2010 this (B)(6) female underwent a total left hip arthroplasty under (B)(6) at (B)(6). A stryker rejuvenate modular stem and neck device was implanted. Patient became symptomatic with her hip and went to see (B)(6). Left hip aspiration was done on (B)(6) 2013. On (B)(6) 2013 patient underwent revision of the left hip and had the stryker rejuvenate device explanted by (B)(6). Extensive debridement of the joint was done.